Manufacturer narrative:
The system was examined and reported event was replicated. The laser core module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 23, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported laser issue, odor and system message can be attributed to a nonconforming laser core module. However, how or when the module became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that during a surgical procedure the laser shut down and there was a burning smell. A system message was displayed. The case was completed using an alternate system. There was no harm to the patient. Additional information has been requested and received.